Manufacturer narrative:
The customer¿s report of a leak, which was presumed to have caused the air-in-line and back-up of blood, was not confirmed. Visual inspection noted the set was heavily occluded, presumably with tpn that was infusing at the time of the event, and blood that was reported to have backed up into the tubing. There were also unoccluded tubing segments that corresponded to the air-in-line. No other anomalies were observed. Functional testing was performed after clearing most of the occlusive contents from the distal tubing; fluid was able to flow and no leaks were observed at the distal end. The root cause of the leak was not identified. Although visual inspection confirmed the air-in-line and backed-up blood, functional testing resulted in no leaks at the distal end.

Event description:
The customer reported a nurse noticed the tpn tubing to have three feet of air-in-line and blood backing up into the tubing. The tpn was stopped and the bag and tubing were saved to have tubing connector and tubing examined. The PICC team reported the PICC line was in good condition and ok to use. There was no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an rn noticed the tpn tubing to have 3 feet of air-in-line and blood backing up into the tubing. Customer is reporting they are 'seeing the tubing connection closest to the patient is regularly compromised (leaky)'. There was no patient harm reported.